Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. The explanted devices were not returned per facility policy. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in feb 2020. Block d6b: explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn:m365sc2218500; model:sc-2218-50; serial:(B)(6); batch:13762595/14676870. Product family: scs-lead fixation; upn:m365sc43160; model:sc-4316; batch:14682196.